Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the dirty lens was, the lg-lens glue had peeled by physical stress to the distal end or chemical stress due to chemical solutions used. Then humidity entered the lg-lens and caused corrosion. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use of the device in an unknown diagnostic procedure, there was an air/water leak in the bending part of their evis lucera duodenovideoscope. The procedure was completed using a similar device. Upon inspection and testing of the returned unit, it was discovered that the inside of the light guide lens was dirty. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the inside of the light guide lens was dirty. The customer's originally reported issue of leaks in the bending part was confirmed; liquid leaks were noted due to a cut in the bending section cover and breaks in the bending section cover adhesive. The following additional findings were also noted: pinhole in switch 1, damaged protector, and detached stopper. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.